Event description:
It was reported that during leadless implantable pulse generator (ipg) implant the rear part of the leadless ipg body did not separate from the device cup and it was somehow able to be deployed by pulling the delivery system. At that time, there was resistance enough to pull the leadless ipg main unit. The situation was the same about two times, so a replacement leadless ipg was brought out. It was confirmed that the wire was bent inside the delivery system cup. The leadless ipg was not used and was replaced with a second leadless ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.